Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported via a FDA medwatch letter that while performing a rotator cuff repair on a (B)(6) year old female patient it was noted that the tip of a scorpion surefire needle was missing. The area was examined, flushed extensively but the needle tip was not found. The surgeon had felt more extensive probing into the patient's surgical areas may cause more damage than the possibility of a retained piece. Surgeon also felt the tip may have been sucked up by the neptune suction machine. A post-op x-ray revealed a 2 mm metallic object at the greater tuberosity of the shoulder consistent with the suspected retained object.